Manufacturer narrative:
(B)(4).

Event description:
It was reported that the pt fell and following that event, the device stimulation did not work. The ins displayed an end of service (eos) message on the physician programmer. The elective replacement indicator (eri) was displayed on the pt programmer. The impedance readings were stated to be "fine". No further details, pt symptoms or outcome were provided. Additional info was requested but not received at the time of this report. A follow-up report will be filed if additional info becomes available.